Event description:
So I unknowingly soak my lenses in the peroxide and the next morning, stick it in my eye well, it burned while I was crying. I started trying to get the contact out when I couldn't open my eye! Eye is sensitive to light and blowing air. I am going to the doctors, it feels like sandpaper on my bloodshot right eye. Used clear care cleaner instead of the saline in the contact lenses case by accident. Outcome: temporary harm/injury. Patient counseling provided: unknown. Reporter's recommendations: pay attention... Rinse the lenses before use. (B)(4).